Event description:
It was reported that faradrive steerable sheath clear selected for ablation procedure. Air ingress occurred during aspiration for backflow confirmation and air was observed inside the sheath, although no leakage was detected, no air was observed when the dilator removed, and the sheath has been aspirated. At the time air was observed, no catheter was inserted into the patient's body. The event was preceded by continuous air aspiration during backflow confirmation. Procedure was completed successfully by using different device and same model. No patient complication was reported. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for ablation procedure. Air ingress occurred during aspiration for backflow confirmation and air was observed inside the sheath, although no leakage was detected, no air was observed when the dilator removed, and the sheath has been aspirated. At the time air was observed, no catheter was inserted into the patient's body. The event was preceded by continuous air aspiration during backflow confirmation. Procedure was completed successfully by using different device and same model. No patient complication was reported. The device is not expected to return for analysis. Furthermore, none abnormalities were noted during the preparation. Air was observed when guidewire, fawawave, faradirve at the time. Irrigation was performed using a terumo pump at a flow rate of 50ml/h. The catheter was not inserted into the sheath. No leak noted and none air was seen in patient.